Event description:
Line placed on chest wall and tunneled into the ij that advanced out with cuff visible above exit site. Pt came in where power line was placed at neck into the ij, where the cuff is visibly above exit site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.